Manufacturer narrative:
Tracking number: (B)(4). Post market vigilance (pmv) led an evaluation of one video received from the account. The video received appears to show an idrive handle displaying two blue lights, a blinking green handle status light, and three blinking red lights. A review of the handle and reload device history records indicates the device lot numbers were released meeting all specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a sleeve gastrectomy, the device was assembled, loaded, and fired. After firing, the knife blade would not retract and the jaws would not open. A manual removal device was used and load was removed. Another device was opened to complete the procedure. There was no injury or adverse event reported.